Manufacturer narrative:
Monitor sn (B)(4) exp date: 02/2014. Device eval summary: the pt was wearing the lifevest at the time of collapse on (B)(6) 2014. The initial life threatening rhythm was asystole. The device properly detected asystole. No treatment sequence was initiated for asystole as this is considered a non-shockable rhythm. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Upon review of pt's downloaded data, asystole was detected on (B)(6) 2014 at 15:33:45. A vt rhythm was detected at 15:41:50 and the response buttons were pressed at 15:42:19. Normal rhythm was then detected at 15:44:02 followed by an asystole. It was reported that the pt's spouse pressed the response buttons during auto alarming despite bystander messages. It had also been reported that emt's were called by the pt's daughter. The emt's tore the belt off the pt. Results: the device eval of electrode belt sn (B)(4) and monitor sn (B)(4) are completed. Upon eval of the belt, the trunk cable and rear therapy electrode cable were damaged. Upon eval of monitor, the 1.8 volt power supply was shorted at the u500 dsp component. The damage likely occurred during emt intervention as reported above. Review of pt's downloaded data did not indicate any failure leading up to device removal.

Event description:
"A us distributor contacted zoll on (B)(6) 2014 to report that a pt had passed on (B)(6) 2014." It was reported that the pt's spouse was pressing the response button during auto alarming.